Manufacturer narrative:
The company rep tested the system and performed preventive maintenance. The system met all product specs. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A surgical technician reported a corneal burn incident. The technician indicated an occlusion bell did not ring during the event, and that the surgeon thought the issue was related to insufficient aspiration and vacuum. Add'l info was received from the surgical technician stating the procedure was completed. The surgeon placed one suture at the original incision site and then moved to a superior position and made a new incision to complete the case.